Manufacturer narrative:
The involved unit was returned for investigation. A visual (macroscopic) inspection of the returned device confirmed the issue reported by the customer. The fracture characteristics observed are consistent with a ductile fracture caused by external mechanical overload, and include: - bending of the nail in the fracture region, coherent with application of an excessive external load. - rough, fibrous fracture surface. No evidence of material defect or manufacturing anomaly was observed during the macroscopic evaluation. According to the relevant instructions for use (pq fbt): "during the distraction and consolidation phase, weight bearing on the operated leg should be partial and limited to 20 kg (contact with the sole of the foot). Any exceeding load may cause the fitbone intramedullary nail to break."

Event description:
Received information that alleged the fitbone nail broke during treatment, patient underwent a revision procedure. As per reporter, the physician does not believe the product malfunctioned, the patient experienced a fall and weightbearing may have contributed to event. The patient is reported as doing well.

Manufacturer narrative:
Device involved in this event has not been returned for investigation, but it has been requested to return. If the device is returned an investigation will be completed and a follow-up report will be submitted. Precautions from the relevant instructions for use: during the distraction and consolidation phase, weight-bearing on the operated leg should be partial and limited to 20 kg (contact with the sole of the foot). Any exceeding load may cause the fitbone intramedullary nail to break.

Event description:
Received information that alleged the fitbone nail broke during treatment, patient underwent a revision procedure. As per reporter, the physician does not believe the product malfunctioned, the patient experienced a fall and weightbearing may have contributed to event. The patient is reported as doing well.